Event description:
I use the abbot freestyle libre continuous glucose sensor. The quality of the product is terrible. It says that the sensor last for 14 days and averages well below that for me. The adhesive for the sensor does not stick well for long periods of time. Because of this you have to switch more frequently or go without a sensor until you are able to get prescription refilled. If a person who is having low or high sugar issues requiring frequent monitoring this can be a safety concern because the sensor may just pop off at any time and not work. This is also a cost issue for the patient as they are only allotted 1 sensor per 14 days per refill for 30-90 days. The sensor cost coming from the patient is not optimal. I have complained about twice regarding the quality of their product. Thanks. FDA safety report ID # (B)(4).